Event description:
A nurse was giving a shot, drew back on plunger and no blood was drawn in. She started to inject, then suddenly felt like it was plugged and then drug spurted onto the patient's arm and the nurses' face.

Manufacturer narrative:
Reporter attempted to contact the customer several times to learn more about the incident. The person in question no longer works for the facility. The new person in the position does not have any additional information, such as the patient and nurse condition, if any treatment was provided, drugs being used or the whereabouts of the actual sample. Since the actual sample was not available, and the description of the incident is very limited, we cannot determine the origin of the failure and what conditions may have contributed to it. A review of our complaints database did not show any other incidents for this condition and lot number. This appears to be an isolated incident for this lot.